Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the planned flow diversion dense mesh stent implantation procedure for a left internal carotid artery c6 segment aneurysm, the vessel was found to be tortuous. The marksman microcatheter was positioned, and the ped-500-20 stent was delivered to the m1 segment for deployment. However, the stent's distal end did not fully open. Despite tension adjustments, the stent remained closed. When attempting partial retrieval of the stent, it could not be pulled back into the microcatheter. Upon withdrawing the marksman and ped-500-20 together, the stent tip was found to be damaged. A new ped-500-18 was then used to continue the procedure. After repositioning the microcatheter, the ped-500-18 stent was delivered to the m1 segment. Upon deployment, the stent's tip did not open, and after tension adjustments, imaging revealed abnormal distal stent morphology. Upon external inspection, the stent's braided wires were found to be damaged. The surgeon then replaced it with a ped-475-20, which was successfully deployed, completing the procedure. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery c6 segment aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone was 4.7 mm distally, and 5.0 mm proximally. It was noted the patient's vessel tortuosity was moderate. Angiographic result post procedure was lowed blood flow within aneurysm.

Manufacturer narrative:
Product analysis ped-500-20, item: 10, lot no: b710073, as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a, conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of the "resistance during retrieval" was not confirmed, as the pipeline flex was returned without the catheter. The cause could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer reported that vessel tortuosity was moderate, which rules it out as a potential cause. The lack of continuous flush during delivery may have contributed to the resistance issue. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be assessed. Ls 2025-08-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.